Event description:
It was reported that two er320's were used during an unk procedure. It was reported by the affiliate that one of the applier jaws was broken during the surgery and it had to be changed to an open surgery.